Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this pacemaker stored episodes showing noise on the right ventricular channel. The patient was seen in the clinic and no noise could be reproduced with troubleshooting. The clinic reported there were previous noise episodes, and that this was a known issue for this patient. The patient is not pacemaker dependent, and no pacing inhibition was observed. The related right ventricular lead is a non-boston scientific product. The lead parameters are stable. The root cause is currently unknown; however, the clinic will continue monitoring the patient. This device remains implanted and in service. No adverse patient effects were reported.